Event description:
It was reported that the user was explanted due to skin necrosis above the implant.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field, the recipient was explanted due to skin necrosis above the implant site. Reportedly the issue started in the post-operative period. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the observed issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
It was reported that the user was explanted due to skin necrosis above the implant. It was reported that the user had wound healing issues post-operatively. The problem started 3 weeks after the implantation surgery for this concerned device, (B)(6)2024. The surgical wound was still in the process of healing. There was no reported trauma.